Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that while deploying the subject coil, the coil didn't go completely into the lumen of aneurysm and the tip of microcatheter went out of the aneurysm. The physician withdrew the subject coil slowly and found the tip of coil was prematurely detached inside the microcatheter. The physician replaced the coil and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil manually detached and not returned. The coil delivery wire was severely kinked/bent; likely due to handling damage. It can be presumed that the delivery wire was damage during the procedure as force may have been applied when the friction was felt. Functional testing was not performed since the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during preparation/prior to use, continuous flush was maintained, and the same microcatheter (sl-10) was successfully used to complete the procedure after the reported event. During investigation, the main coil was not returned and was detached from the delivery wire. Analysis of the detachment zone of the guidewire showed evidence of mechanical detachment. In case of this complaint, it is most likely that the coil was manipulated against friction in the microcatheter and upon attempted withdrawal, the coil detached from the delivery wire. A probable cause of procedural factors will be assigned to the as reported and as analyzed issue, since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that while deploying the subject coil, the coil didn't go completely into the lumen of aneurysm and the tip of micorcatheter went out of the aneurysm. The physician withdrew the subject coil slowly and found the tip of coil was prematurely detached inside the microcatheter. The physician replaced the coil and completed the procedure successfully. There were no reported clinical consequences to the patient.